Manufacturer narrative:
A full analysis of the related batch was carried out to test for specification and sterility compliance. The analysis results showed full compliance to finished product specifications and sterility of the batch in question. Delayed inflammatory reactions that may manifest as swelling and nodules are well known and documented adverse reactions in the context of hyaluronic acid-based fillers injections. They may have several origins, including an immune response of the body against the implant, or a bacterial infection. These effects are usually of no consequence and of rapid resolution after appropriate medical treatment. In addition, the risk of such a reaction is mentioned in the instructions for use of our products. Bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e woodward, j., et al. (2015). "Facial filler complications." Facial plastic surgery clinics of north america 23(4): 447-458. Delorenzi, c. (2013). "Complications of injectable fillers, part I." Aesthet surg j 33(4): 561-575.

Event description:
This incident occured outside the united states, in (B)(6). Patient was treated with teosyal rha 4 in the cheeks and chin on (B)(6) 2019 (0.6 ml each), with teosyal ultra deep 0.5 ml in the nasolabial folds, 0.5 ml in the cheeks and 0.3 ml in the chin. On (B)(6) 2019 patient displayed severe swelling on the whole face and nodules on the cheeks, chin and nasolabial folds. On (B)(6) 2019 patient didn't contact its injector and went to hospital where she underwent multiple treatments such as IV antibiotics, IV steroids and IV antihistamine and spinal tap without any result as swelling increased. On (B)(6) 2019 patient was seen by its injector and 160 mg of dopemedrol and 1350 ui of hyaluronidase were injected in the nodules. On (B)(6) 2019 patient underwent another injection of 1350 ui of hyaluronidase. After those 2 sessions the symptoms showed good signs of resolution.